Manufacturer narrative:
Investigation summary: bd had not received samples, therefore 45 retention samples were evaluated by visual examination, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode hemolysis. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was hemolysis in the sample of 1 device. No adverse impact was reported regarding the patient or use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was hemolysis in the sample of 1 device. No adverse impact was reported regarding the patient or user.